Manufacturer narrative:
Device returned to manufacturer: stent damage was identified along the entire length of the stent. The mid-section to distal end was stretched distally over the distal tip and the proximal end struts had moved proximally over the proximal maker band. A review of the manufacturing stent profile data was performed and the stents outer diameter at the time of manufacture was within max crimped stent profile measurement . The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed 6apr2021. It was report that device was unable to cross the lesion. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex. This 16 x 2.75 promus premier select drug eluting stent was selected but device did not cross the lesion. There were no patient complications reported and the patients status was stable. However, returned device analysis revealed stent damage.